Manufacturer narrative:
B3 (date of event): the published date has been used as the event date. Literature citation: authors: michael antonopoulos, antigone koliopoulou, dimitrios elaiopoulos, kyriaki kolovou, dimitra doubou, anna smyrli, prodromos zavaropoulos, nektarios kogerakis, sokratis fragoulis, konstantinos perreas. Journal name: hellenic journal of cardiology. Year: 2026 issue number: 88 pages: 13 to 20 title: central versus peripheral va ECMO for cardiogenic shock: an 8-year experience of a tertiary cardiac surgery center in greece. Literature reference: 10.1016/j.hjc.2024.09.006 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A literature review was conducted on a retrospective observational single-center study of 108 patients who underwent venoarterial extracorporeal membrane oxygenation (va ECMO) from january 2015 to january 2023. Patients underwent va ECMO for cardiogenic shock (cs), cardiac arrest, or inability from weaning cardiopulmonary bypass during cardiac surgery. Of these patients, 59 were male, with a median age of 59 years and a median body mass index of 26.4 (kg/m2). The purpose of the study was to compare outcomes between patients supported with central versus peripheral configurations. The following medtronic devices were used for part of the procedures: bio-medicus nextgen femoral arterial or jugular venous cannulae 15fr and bio-medicus multi-stage femoral venous cannulae 21fr. The study did not specify the number of procedures in which the medtronic products were used. Central configuration was applied in 48 patients. Among these patients, 38 deaths before discharge were recorded. Cause of death were: multiorgan failure, sepsis, bleeding, stroke and other. Adverse events included acute kidney injury, limb ischemia, ischemic stroke, hemorrhagic stroke, major bleeding, surgical re-exploration, sepsis, and multiorgan failure. Peripheral configuration was applied in 60 patients. Among these patients, 37 deaths before discharge were recorded. Cause of death were: multiorgan failure, sepsis, bleeding, stroke and other. Adverse events included acute kidney injury, limb ischemia, ischemic stroke, hemorrhagic stroke, major bleeding, surgical re-exploration, sepsis, and multiorgan failure. No additional adverse patient effects or product performance issues were reported.